Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery. The lesion was predilated and a 16 x 2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient. Predilation was again performed and an attempt was done to re-insert the device; however, it was noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the proximal end of the crimped stent was damaged and bunched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery. The lesion was predilated and a 16 x 2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed from the patient. Predilation was again performed and an attempt was done to re-insert the device; however, it was noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Di: (B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).